Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 lead, implanted: (B)(6) 2009; a dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed and the lead remains in use. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed and the lead remains in use. The patient was enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.